Event description:
The doctor reported that the patient presented to him with a fractured abutment screw. The doctor indicated the he used the 3i stock screw removal kit but it was not successful. 3i customer service will be sending a custom screw removal tool. The implant remains implanted with the fractured abutment screw fragment.

Manufacturer narrative:
The fractured portion of the abutment screw remains inside of the implant, the fracture portion was not returned for evaluation. Evidence of the fractured screw has been observed through provided radiographs. The screw removal kit has been provided by customer service. No lot or order number has been provided for review. A review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event.